Manufacturer narrative:
Post market safety reviewed this case reported by the customer that the device delivered an 8 unit bolus dose of insulin independently while she was asleep. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirm the delivery of an 8 u bolus on the date of occurrence that had no bgs or carbs entered. The audit logs also show the acknowledgement of an alert shortly before the bolus was delivered. The engineering logs show that an automated delivery restriction alert was generated by the system due to the system delivering at the max automated basal rate for too long due to high bgs. The alert was acknowledged four minutes after the alert was generated. The logs show that the bolus button was pressed to open the bolus calculator shortly after the adr was acknowledge and the total bolus amount was adjusted though no carbs or bgs/cgm values were entered. This indicates manual adjustment of the total bolus. The next button was pressed to transition to the confirm bolus screen and the start button was pressed to begin bolus delivery. The bolus record shows that the bolus confirmed was an 8 u bolus that was manually adjusted from 0 u to 8 u. The log files show evidence of interaction with the controller before and during programming of the bolus. Investigation of the device history confirmed appropriate device function and there was no evidence of an uncommanded bolus. The physical device has not been returned for review as of the date of this report. If the device or additional information is received a supplemental report will be submitted.

Event description:
It has been reported that the omnipod personal diabetes manager (pdm) gave an uncommanded bolus. The patient had high bgs so checked the history on their controller, when she noticed that she had a bolus of 8u at 6:30, while she was asleep.